Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call there was an air bubble the size of 0.5 to 2 cm in the reservoir and tubing. The blood glucose reading is unknown. The customer stored the insulin in room temperature. It was also stated that the customer prefilled the reservoirs in use and did not rewind with the reservoir in place. The customer was advised to review the relevant infusion set and insulin pump.